Event description:
Surgeon reported that six years ago, the patient was operated on for a suspected port leak. During the surgery, the port was not found to be leaking and the entire 10.0cm lap-band system was removed and replaced with a vg lap-band system. Testing by fluoroscopy during the surgery determined the leak was from the band. Follow-up findings: the device was discarded after removal. The surgery will not provide patient details to protect patient privacy.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the devise when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. See related medwatch report #2024601-2010-01023. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."